Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The customer reported that the system geometry movements were not working. The philips field service engineer (fse) inspected the system onsite and found that the system was working properly. Fse kept system under observation. After which the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system geometry movements were not working. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.